Event description:
It was reported that the insulin gauge was inaccurate. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus via the pump was delivered to address bg. Customer loaded a new cartridge to resolve the issue.